Manufacturer narrative:
Insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Event description:
Customer reported of having high blood glucose of 400 mg/dl, even after changing set. During troubleshooting, customer reported that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.